Manufacturer narrative:
Literature citation: prashant kedia, md,"endoscopic gallbladder drainage compared with percutaneous drainage", volume 82, no. 6 : published: 2015. (B)(4). Device evaluated by manufacturer: the device was not received for analysis.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10214 it was reported via a journal article that the patients experienced complications post procedure. The study objective was to compare the short- and long-term outcomes of percutaneous gallbladder drainage (pgbd). For treatment, pgbd was performed using an 8f or 10f all purpose drainage catheter. Patients were routinely brought back after 6 to 8 weeks for catheter check under fluoroscopy and removal. Adverse events in patients that received pgbd treatment included catheter dislodgment, catheter migration, catheter related pain, catheter occlusion, cellulitis, perihepatic abscess, intraperitoneal bleeding, cholecystitis, cholangitis, myocardial infarction, pneumothorax and hemobilia, bile leak and a mechanical failure during one procedure.